Event description:
Rptr flew to another state and had ossatron treatrment on both of their heals by dr. Rptr paid $4,500 and was told that the treatment would take a few weeks to heal and that if it did not work, rptr may have to come back for another treatment. The treatment did not work. Rptr returned 2 mos later for a follow-up visit at which time rptr was told to take an anti-inflammatory and seek physical therapy. Rptr tried both for four mos this summer and still has the plantar fasciitis on both heels. In sept rptr e-mailed dr over 20 times, called his office and left 5 messages on his assistant's answering machine. Rptr finally left a message on dr's office mgr's machine, when she refused to talk to them. No one has had the decency to return any of rptr's calls and inquiries.

Event description:
Add'l info rec'd from MFR 1/9/02: 1. The current status of the device, including whether the device is being, or has been, returned to the firm/facility. If the device is not returned, indicate the disposition of the device, e.g., the device was disposed of, remains implanted, etc. All ossatrons devices are maintained and maintenance on a regular basis. There has been no indications that a device has malfunctioned, thus all placed ossatron devices have remained operational. 2. How many other complaints of treatment failure has the firm received? There have been no formal reported complaints regarding the device or treatment failure.